Event description:
Information received from the field notes that the patient was seen clinically after presenting to the hospital with a non-paced heart rate of 30 bpm. Interrogation of the device revealed a message that "installed application do not support this device." An engineer test page was used to correct the mismatched ID bit, and a software download was successful. Subsequent measured data revealed a high current drain. After recalibration, normal function ensued.